Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medication was unable to be delivered with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the needle was blocked.

Event description:
It was reported that medication was unable to be delivered with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the needle was blocked.

Manufacturer narrative:
Investigation summary: customer returned one (1) used 31g x 5mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for blockage of the flow.